Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating there were no therapy issues or symptoms associated with the out of range impedances. The patient was programmed around the electrodes that were out of range.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389, serial/lot #: unknown, product ID: 37086, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the impedance measurement was out of range and changed depending on the pressure used behind the patient's ear when testing. An x-ray image showed a possible issue with one lead and one extension. However, despite these concerns, the device remains in service. It was unknown what factors may have led or contributed to the issue. The patient was brought into the operating room and used a c-arm to follow the leads down to the battery to see if there was any issue. The decision was made to replace the ins, which had a normal eri battery status. No other components were replaced at this time. No other interventions or actions were planned, current programming on the electrodes do not have impedance issues. The issue was unresolved at the time of the report.